Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04718 refers to the 8x80 stent which was not implanted, while manufacturer report # 3005099803-2010-04668 refers to the 10x80 stent which was implanted for a period of 7 days. It was reported to boston scientific corporation that two wallflex biliary rx covered stents were used during a biliary stenting procedure within the proximal portion of the common bile duct on (B)(6) 2010. This procedure was conducted as part of the (B)(4) study. According to the complainant, a cholangiogram performed on (B)(6) 2010, revealed a proximal biliary stricture, which had been previously treated with a plastic stent. During the september 1 stent placement procedure, the plastic stent was not removed, and a sphincterotomy was not performed. Due to the relative small caliber of the donor duct, an 8x80 (B)(4) study stent was chosen and placed across the stricture; this stent, however, immediately migrated (most likely due to the smaller diameter). This stent was removed from the patient. The physician was then able to successfully implant the 10x80 wallflex across the stricture. On (B)(6) 2010, the patient experienced nausea and vomiting. Additionally, an ercp was conducted due to a rise in bilirubin levels. The physician noticed that the implanted stent had migrated as well. The physician suspects that the migration was due to the local anatomy, with only a relatively short part of the stent above the stenosis. This stent was successfully and uneventfully removed using forceps, and another stent was implanted. The nausea and vomiting were reported to have been "resolved" on (B)(6) 2010. The patient was discharged from the hospital on (B)(6) 2010. Because the stent was removed, the patient is no longer enrolled in the study. Therefore, further information regarding the patient's condition is not available. Additional information received on (B)(4) 2010: on (B)(6) 2010, the patient was reported to be well (blood pressure 93/50, bilirubin 168 and creatinine 143). The physician reported the following action items: cholestatic liver test, renal impairment due to #3 and/or dehydration, hypercalcemia dd lytic foci, increased vitamin d, increated pthrp (analysis underway), anemia without known cause dd due to #2, deficiencies due to cellcept (analysis underway). The following treatments were also in progress: start infusion nacl 2 liters, consultation with dietician, liver ultrasound (cholangiography/dilated bile ducts), pthrp and 1.25-di-oh vitamin d determinations added in the context of the hypercalcemia. On (B)(6) 2010, the patient was again reported to be well (blood pressure 107/60, bilirubin 174 and creatinine 131). A liver ultrasound revealed that the bile ducts were open and not dilated; however, the stent did migrate. The following were reported action items: cholestatic liver test, renal impairment due to #3 and/or dehydration, hypercalcemia dd lytic foci, increased vitamin d, increated pthrp (analysis underway), anemia without known cause dd due to #2, deficiencies due to cellcept (analysis underway), wallstent in common bile duct seems to have migrated. The following treatments were also in progress: stop infusion of nacl 2 liters, support stockings, plan an additional ercp.

Manufacturer narrative:
Additional information: patient weight (B)(6), foreign source: (B)(6), study source: (B)(4) study.

Event description:
This report pertains to one of two complaint devices used in the same procedure. This manufacturer report refers to the 8x80 stent which was not implanted, while manufacturer report # 3005099803-2010-04668 refers to the 10x80 stent which was implanted for a period of 7 days. It was reported to boston scientific corporation that two wallflex biliary rx covered stents were used during a biliary stenting procedure within the proximal portion of the common bile duct on (B)(6) 2010. This procedure was conducted as part of (B)(4). According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a proximal biliary stricture, which had been previously treated with a plastic stent. During the stent placement procedure, the plastic stent was not removed, and a sphincterotomy was not performed. Due to the relative small caliber of the donor duct, an 8x80 wallflex study stent was chosen and placed across the stricture; this stent, however, immediately migrated (most likely due to the smaller diameter). This stent was removed from the patient. The physician was then able to successfully implant the 10x80 wallflex across the stricture. On (B)(6) 2010, the patient experienced nausea and vomiting. Additionally, an ercp was conducted due to a rise in bilirubin levels. The physician noticed that the implanted stent had migrated as well. The physician suspects that the migration was due to the local anatomy, with only a relatively short part of the stent above the stenosis. This stent was successfully and uneventfully removed using forceps, and another stent was implanted. The nausea and vomiting were reported to have been "resolved" on (B)(6) 2010. The patient was discharged from the hospital on (B)(6) 2010. Because the stent was removed, the patient is no longer enrolled in the study. Therefore, further information regarding the patient's condition is not available.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Study source: (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.